Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a nissen fundoplication on an unknown date and suture was used. At an unspecified time post procedure, the patient experienced a wound dehiscence and underwent a surgical irrigation, inspection and re-suturing of the site. The patient is reported to have no further consequences and has since been discharged home. Additional information has been requested.